Event description:
The customer reported that they did not get an audible alarm after receiving a visual alarm.

Manufacturer narrative:
(B)(4). The customer reported that they did not get an audible alarm after receiving a visual alarm. No pt harm was reported. The limited available info is not sufficient to show that another user had acknowledged the alarm. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.